Event description:
It was reported that the pt fell and hit her head about a month ago (on the implant side) and was diagnosed with a concussion. Since then she has had daily episodes where her sound quality changes. The volume goes up and down and voices become distorted. It can last for several minutes to hours at a time and is happening daily.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.